Manufacturer narrative:
An evaluation of the device cannot be performed as the device was requested by the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that "revised due to failed total knee, the tibial component loosened."